Event description:
Related MFR. Report #:1627487-2019-05737.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Reference MFR. Report#1627487-2019-05737. It was reported that two cerebrospinal fluid (csf) leaks occurred during an implant procedure on (B)(6) 2019. Procedure was discontinued and symptoms have since resolved on their own.